Event description:
It was reported that there were 7 pods with lot number l73141, which had needle mechanism failures, fluid leaking and blood glucose levels over 250 mg/dl. Related complaints: (B)(4).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure, hyperglycemia, fluid leaking or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.